Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d9: device availability ¿ additional g3: date received by manufacturer - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4 lot no: additional information. D4 UDI: additional information. H2 type of follow up: additional information. H6: additional information.

Event description:
Subsequent to the initial MDR, additional information is available.

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).